Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections b5 and h10 were corrected with information that as inadvertently omitted from the initial report. Sterrad sterilization was performed on the device after primary cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The device was inspected before use.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the scope mount had a malfunction and the focus ring was cracked. It was also noted that the focus ring had heavy movement and white scratches were seen on the device. The video connector was broken and had missing print. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k camera head had bad image. A colorbar image was noted 1 hour into a procedure and it was completed with a similar device. There were no reports of patient harm associated with the event.